Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It is reported that a customer was hospitalized for low blood glucose of 18 mg/dl. The customer was treated with food. The customer was assisted with trouble shooting but the line was disconnected. The customer will call back to finish trouble shooting and to give more details of hospitalization. No further info was provided.